Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after a very short time of use the fiber began forward firing. It was noted that the fiber tip appeared to be intact. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after a very short time of use the fiber began forward firing. It was noted that the fiber tip appeared to be intact. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported fiber forward firing cannot be established as the product is not available for analysis.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after a very short time of use the fiber began forward firing. The fiber was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.